Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient information: patient identifier: patient (B)(6) (pregnant female); patient (B)(6). No other patient information available. Service inspected the analyzer and found the sample syringe motor corroded. Service determined the syringe assy (7-77650-07) and valve, manifold kit (rohs) (7-77612-03) the likely causes of the issue and replaced the parts. Part replacement resolved the issue. An instrument service history review determined no additional erratic or discrepant patient results reported for (B)(4) was identified. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trends were identified for syringe assy (7-77650-07) or the valve, manifold kit (rohs) (7-77612-03). The device history record review did not identify any non-conformances or deviations for the architect i2000sr (B)(4) related to the issue. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or deficiency was identified for the architect i2000sr analyzer.

Event description:
The customer observed (B)(6) architect (B)(6) qualitative and architect (B)(6) results for 2 patients when running on the architect i2000sr analyzer. The following data was provided: (B)(6) results (reference range:(B)(6). There was no impact to patient management reported.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.